Event description:
Customer reported that the fiber was damaged at the tip during a prostate procedure. The case was completed with a second fiber. There was no injury reported.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer's initial report of damage at the fiber tip, is not considered a reportable issue. Upon analysis of the returned fiber, the fiber's cap was found to be fractured and partially broken off; the cap also exhibited char and devitrification. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. There was no indication or report of any part of the device remaining inside the pt. Based on the analysis findings, the fiber condition could result in a forward firing condition of the side firing surgical fiber, and has been identified as a potential safety issue. There was no injury reported as a result of this event. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact or anatomical/procedural factors encountered during the procedure. The product labeling warns that tissue contact, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage.